Event description:
The customer called for assistance in priming the pump. It was stated that the customer believes while priming customer was connected to the device and had low bgs. Suggested the customer drink orange juice. Later, the customer called back to review the prime history and found that customer had given more insulin during the prime. The customer's spouse drove customer to the emergency room. A day later the customer called back to get assistance in priming and reconnecting to the pump.